Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a broken off end cap and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 123mg/dl at the time of the incident. Troubleshooting found that there is a open crack on the side of the pump and the customer can see wires inside of the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.